Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired one day post-implant. The patient was found with swollen legs and white, frothy material coming from her mouth. The medication being delivered via the device system was dilaudid 10 mg/ml at 0.48 mg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.